Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found misalignment of the jaws before use so that stopped the use of the applier. It was purchased by the hospital within 1 year.

Event description:
It was reported that the user found misalignment of the jaws before use so that stopped the use of the applier. It was purchased by the hospital within 1 year.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in (B)(6) 2019. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned in the closed position but no damage to the jaw pivot pin area or the outer tube assembly was found. We are able to validate this complaint. This instrument was dis-assembled in order to evaluate its internal components and it was found that the drive rod fingers are slightly damaged. We suspect that the slightly damaged drive rod fingers caused the jaws to become slightly loose and misaligned in the closed position. Mishandling of this device at the end user's facility is suspected. All 50 instruments from the this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.